Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had watchdog timeout. Blood glucose was 9.3 mmol/l. Customer was in a rush but tried to troubleshoot as fast as could and he could not clear the alarm on the insulin pump and stated that there was a pixel anomaly on the insulin pump when clearing the alarm but, the insulin pump did not start up again only showed a dark square in the middle of the display. Advised to replace the insulin pump. The insulin pump will not be returned for analysis.